Event description:
One time plasma donor reports that following plasmapheresis in 2005 donor developed a fever and was subsequently addmitted to hosp with diagnosis of septicemia. Donor would not sign medical release or return calls to the center so no further information is available on this report. Center reports no problem with venipuncture or plasmapheresis procedure. Pulse and temperature were normal and the procedure was uneventful. The actual needle used was discarded at the end of the procedure.